Event description:
Home patient reports a system error 2240 alarm during drain 3/4 of treatment with the homechoice machine. The pt reports leaking at the connection of the pt line of the homechoice set. The pt discontinued treatment and finished with new supplies. The pt reported this to the nurse and there was no pt injury or medical intervention reported by the nurse.